Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The brake handle and mechanism were tightened and made secure. The brake was tested and found to be working as intended and the system was placed back into service.

Event description:
It was reported that the stenoscop system's wig wag brake was not working creating a hazard. There was no adverse patient involvement reported. There was no patient information reported.